Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Hcp said the patient told them that "the device doesn't work anyways." No patient symptoms and no further complications have been reported as a result of this event.